Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-01-25 and 2023-02-11/15/16/17 for the serial# (B)(6) and serial# (B)(6). He confirmed that due to a power fluctuation to the building the power supply was damaged. The power supplies and ac main connectors were replaced out of precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Investigation steps are ongoing. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Serial#(B)(6).a getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023-01-05, (B)(6) 2023, (B)(6) 2023-01-17 and (B)(6) 2023. He confirmed that due to a power fluctuation to the building the power supply and was damaged. The power supplies and ac main connectors were replaced out of precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Investigation steps are ongoing. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
Serial# (B)(6): a getinge field service technician (fst) was sent for investigation and repair on 2023-04-20. He confirmed that due to a power fluctuation to the building the power supply and the ac main connector was damaged. The power supplies and ac main connectors were replaced out of precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Serial# (B)(6): a getinge field service technician (fst) confirmed that due to a power fluctuation to the building the power supply and the ac main connector was damaged. The power supplies and ac main connectors needs to be replaced out of precautionary measures. As this unit is a ioner unit the unit will be out of use until the repair is completed (see communication grid). Further investigation still ongoing. A follow up will submitted, when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was a brown out in the national repair center in mahwah, this is a drop in voltage in an electrical power supply system. According to the getinge technician they had a drop in power coming into the building from the street. When the power dipped all of the cardiohelps failed their battery calibration. It is unclear if there was a power surge. Several cardiohelps started to smoke. The smoke was coming out of the front of the ports. These cardiohelps didn't power up on ac power and also not recognize when the ac line cord was plugged in, but all units power up on dc voltage. The part r74 burnt on the power supplies on the cardiohelp. The fuses on the ac main connectors did not opened up. All power supplies and ac main connectors have to be replaced and there is a need to re-do the battery calibration process. According to the related support case other equipment¿s in one of the electrical panels in the building burnt as well. No harm to any person has been reported. Serial#: (B)(6): a getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. He confirmed that due to a power fluctuation to the building the power supply and the ac main connector was damaged. The power supplies and ac main connectors were replaced out of precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Serial#: (B)(6): a getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023, (B)(6) 2017. He confirmed that due to a power fluctuation to the building the power supply and the ac main connector and was damaged. The power supplies and ac main connectors were replaced out of precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Serial#: (B)(6): a getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. He confirmed that due to a power fluctuation to the building the power supply and the ac main connector was damaged. The power supplies and ac main connectors were replaced out of precautionary measures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Serial#: (B)(6): a getinge field service technician (fst) confirmed that due to a power fluctuation to the building the power supply and the ac main connector was damaged. The power supplies and ac main connectors needs to be replaced out of precautionary measures. As this unit is a ioner unit the unit will be out of use until the repair is completed. The root cause for the fail of the cardiohelps was a confirmed brown out in the national repair center in mahwah. Moreover, according to the risk file v24 of the cardiohelp the following root causes can linked to the reported failure: breakdown of ac/dc line voltage (mains). The cardiohelp system has a redundant power supply using external (ac/dc) power supply and batteries. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in chapter 5.6.1 ¿check before every application¿ is mentioned that all important functions of the cardiohelp have to be checked before use. The review of the non-conformities has been performed on 2023-03-06 for the period of 2015-01-01 to 2023-01-05 for all 9 cardiohelps. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "power supply and ac mains connector fail due to brown out" could be confirmed, but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
All affected cardiohelps are currently out of use. All investigation steps are ongoing. A follow up will submitted when additional information become available.

Event description:
Following event occurred during the calibration process of 9 cardiohelps in the mahwah depot repair center: there was a brown out, this is a drop in voltage in an electrical power supply system. According to the getinge technician they had a drop in power coming into the building from the street. When the power dipped all of the cardiohelps failed their battery calibration. It is unclear if there was a power surge. Several cardiohelps started to smoke. The smoke was coming out of the front of the ports. These cardiohelps didn¿t power up on ac power and also not recognize when the ac line cord was plugged in, but all units power up on dc voltage. No harm to any person has been reported. The following 9 serial numbers of the cardiohelps are affected: (B)(4). (B)(4). (B)(4). (B)(4). (B)(4). (B)(4). (B)(4). (B)(4). (B)(4). Complaint ID: (B)(4).